Manufacturer narrative:
H.6. Investigation: bd received one samples from the customer for investigation. Samples were evaluated by visual examination and the indicated failure mode for hub / collar separation with the incident lot was observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality non-conformances during manufacturing of the product. Bd has initiated further root cause investigation relating to the issue of hub / collar separation through a corrective and preventive action (CAPA#: 1277214).

Event description:
It was reported that the safety shield failed leaving needle exposed during use with a bd vacutainer® eclipse¿ blood collection needle. The following information was provided by the initial reporter: problem : when pulling protective cap from needle safety lock came away from vacutainer holder exposing the needle. Noted there was no harm to patient .

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A sample is available for evaluation. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that the safety shield failed leaving needle exposed during use with a bd vacutainer® eclipse¿ blood collection needle. The following information was provided by the initial reporter: problem : when pulling protective cap from needle safety lock came away from vacutainer holder exposing the needle. Noted there was no harm to patient .